Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the temperature on the smart remote manager (srm) was off. A field service engineer replaced the probe and calibrated it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator temperature was out of range. The reporter indicated the medications had to be evacuated. This incident resulted in a delay to patient care, and there was no harm to the patient. There were no adverse events or injuries reported based on this incident.